Event description:
It was reported a patient had a l4-s1 fusion performed about 1 year ago. Consultant was notified on (B)(6) 2015 that a revision procedure would be scheduled for (B)(6) 2015 due to a l5-s1 non-union. Revision confirmed broken screws at s1 on left and right side. The l4-l5 screws were removed, diameter of screws increased and placed in new cavities. At s1, the bottom 3rd of the broken screws on left and right side were left in patient and new screws were implanted. Surgeon continued with tlif revision using a non-synthes part, wenzel variable lift graft, and implanted new rods and new caps. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown rod/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.